Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that they were having difficulty charging their implantable neurostimulator (ins). The manufacturer representative stated that they had been trying to connect to the ins at the patient¿s healthcare provider (hcp) office and they were only getting into passive recharging. The manufacturer representative stated that the highest number they were getting was 88. During the call, the manufacture representative was able to connect to the patient¿s ins using their controller without an issue and was able to successfully start a recharging session. It was noted that the controller was at 50% battery level and the ins was at 80%. When attempting to start a second charging session from a locked controller screen, the manufacturer representative was able to successfully communicate. It was noted that the controller was connected for normal charging and the status was switching between poor, good, and excellent. While troubleshooting the charging difficulty, the manufacturer representative tried to connect the controller to the patient¿s ins with the recharging antenna but they got a system problem ¿rm03¿ error message. It was noted that the issue was resolved with troubleshooting, as the manufacturer representative reset the controller and was able to start normal recharging sessions. The patient stated that their controller was not charging at all. The patient stated that their controller was able to power on, but the highest battery percentage that they could charge to was 80% and then it would stop charging. The patient also reported that the recharger was getting hot and an ¿rm03¿ error message was displayed. The patient was redirected to the repair department and a replacement recharger was requested. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain. Additional information received stated that the cause of the coupling issue was user error. The patient was educated on the positioning of the recharge coil and the issue was resolved. No patient symptoms were reported and there were no complications.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger antenna cable insulation was torn at the donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.